Event description:
It was reported that during implant, the lead was inserted with some difficulty passing down the subclavian and was placed in the septum. Indicators fluoroscopically revealed the helix screw was not fully deployed. The helix screw was retracted and re-extended with the same results. High impedance measurements were noted. The lead was removed revealing that the helix screw was somewhat bent. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.